Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the a defect was noticed prior to the start of the procedure. Wires are gent at edge of mesher. Another unit was used. There was no patient involvement therefore, no harm or delay. There is no additional information available. There was no adverse event reported as a result of this malfunction.